Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient experienced instability of the left knee, approx. Six months after initial surgery. Devices were explanted and the revision was done with triathlon.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned per hospital policy. There have been no reported discrepancies for the referenced lot. Insufficient medical records were provided for evaluation and a medical review was not possible. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient experienced instability of the left knee, approx. Six months after initial surgery. Devices were explanted and the revision was done with triathlon.